Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30258717m, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old, male patient underwent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 250cc amount of fluid were removed. The patient was reported to be in stable condition and the patient's condition is fully recovered. Additional hospitalization was not required. Physician's opinion is that this event was related to the transseptal puncture. Transseptal puncture was performed with the baylis rf needle. Ablation was performed before the effusion was discovered. No steam pop was reported. No error messages on biosense webster, inc. Equipment were reported. Visitag module was used with the following settings: stability 4mm/3s, fot25% 3g, impedance for coloring. The flow setting was set to 2 and 15 ml/min. No biosense webster, inc. Product deficiencies were reported.